Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe s2 10ml 22ga 1-1/4in bd china there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: the nurse found "impurities in the syringe and immediately stop using the new syringe."

Event description:
It was reported when using the syringe s2 10ml 22ga 1-1/4in bd china there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: the nurse found "impurities in the syringe and immediately stop using the new syringe.".

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1902157. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for this incident, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. The retained samples were examined and no signs of impurities, foreign matter, or any defects were identified. Per the limited customer feedback, it is possible that the impurities mentioned refers to plastic shavings accumulated during the barrel transportation process; however, this cannot be confirmed. H3 other text : see h10.